Manufacturer narrative:
The investigation determined the likely root cause of the event to be misuse of the device by the surgeon causing an overload condition that fractured the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The stem inserter was inserted to the stem and the surgeon was backslapping the stem to explant the stem. While the surgeon was handling the inserter like a joystick with excessive force, the threaded tip of the inserter snapped off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The stem inserter was inserted to the stem and the surgeon was backslapping the stem to explant the stem. While the surgeon was handling the inserter like a joystick with excessive force, the threaded tip of the inserter snapped off.